Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the left ventricular lead exhibited phrenic nerve stimulation. The physician decided to turn the lead off. The patient was in stable condition.